Event description:
Related manufacturer reference number: 2017865-2021-33080. It was reported that the patient presented to the hospital after experiencing syncope. Upon interrogation, it was observed that the pacemaker exhibited oversensing of noise due to electromagnetic interference (emi) noise resulting in inhibition of pacing. Provocative testing on (B)(6) 2021 showed noise was triggered on the right ventricular lead. Programming changes were performed. On (B)(6) 2021, the patient presented to the clinic for routine follow-up. Provocative testing performed did not reproduce noise, only one episode of atrial noise reversion was noted. The patient was discharged will continue to be monitored.